Manufacturer narrative:
A ge rep evaluated the system and found the monoblock x-ray tube assembly needed to be replaced, but the customer has declined repair.

Event description:
The customer reported the system displayed a generator error message. This message appears when the system detects an error in any of the registers associated with high voltage generator. The system shuts down when this occurs. There is no report of injury or death associated with the event described.